Event description:
The device was returned for lcd input issues. Lcd was intermittently not responsive to touch inputs. Damage was also identified on the retaining plate near the lever arm. The customer complaint is confirmed.

Event description:
The following has been reported: customer reported: "another frozen screen was reported at mayo. The issue is logged and htm has it currently. The serial number is (B)(6). A preliminary review identified the following issue: mechanical hardware failure (screen, no input) active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.